Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the "PICC was removed after leakage in the line just after the hub." The line was inserted for three months. The line was removed. No ill effects to the pt were reported.